Event description:
Caller reported a malfunction on the pump. There was no adverse impact on the customer's blood glucose level. Technical support provided instructions to reset the pump, which initially resolved the error, but the touchscreen became unresponsive. The customer would reach out to their hcp to obtain a backup method of insulin therapy.